Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The stent outer diameter is verified 100% at the time of MFR. In addition, all online testing for the lot in question met stent implant security criteria. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off of the balloon and was found in the protective sheath. There was no patient involvement. No add'l event or patient info is available.